Manufacturer narrative:
In the process of eval and obtaining add'l info regarding the event. A final report shall be submitted upon completion of the eval.

Event description:
Pt had a repair of right inguinal hernia. The pt may have "ghost pain" in the area of the right inguinal and maybe on the left as well. Almost immediately after the surgery pt had extreme pain in other areas.